Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was malignant pain. It was reported that about 3 weeks ago, the communicator stopped charging, and the patient was unable to power it on. The patient had tried a different a cable and outlet. Per the patient, the handset was also not charging. The agent walked the patient through hard resets for both devices, and neither would start up and/or begin to charge. The patient stated that they purchased new charging cords and stated that the one for the communicator, when bent, did momentarily charge, however, now nothing worked at all. The patient mentioned having pain because they could not get a bolus. The agent requested a replacement communicator from the repair department and transferred the patient to mobility for additional handset troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 26-jun-2020, UDI#: (B)(4) h3 ¿ analysis of the communicator found ¿micro usb charge port is loose¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.